Event description:
A medtronic representative reported that, while in a t2-l2 spinal fusion procedure, using a navigation system and an o-arm imaging system, a surgeon alleged an inaccuracy. After taking a confirmation o-arm spin, it was discovered that a screw went medial at the t9 level. The surgeon re-positioned the screw and confirmed correct placement with a second confirmation spin. It was noted that the surgeon was working away from the reference frame and the misplaced screw was approximately 5 levels away from the frame. The surgeon opted to continue and completed the procedure with the use of the navigation system, and the imaging system.

Manufacturer narrative:
A medtronic representative, following-up at the site, reported the inaccuracy measured approximately 1 millimeter and segmental motion was noted. Replacement 4.5 tap and navlock univ orange tracker were both shipped to the site on (B)(4) 2014. Rmas issued. Medtronic investigation of returned suspect 4.5 tap finds that when the returned tap inserted into the returned tracker, and with markers attached and fully seated, the tracker returned good geometry and divot error readings verified without issue. Both instruments are in good condition with no apparent damage. No problem found. Both devices found to be fully functional. Software investigation completed. Findings are that the reference frame was too many levels away from the area of navigation. Per IFU 9732461, page 19, the reference frame must be stationary in relation to the anatomy. Navigating 5 levels away from the reference frame is a use error. Software functioning as designed. (B)(4) 2014 a medtronic representative performed a navigation system check-out, all areas passed. System performed as intended.